Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). No lot number information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 44,454 nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c: the portion of the evd system that attaches to the IV pole broke in half and was being taped to the IV pole. It was replaced by an intact IV pole clamp. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). No pictures were provided of the damaged product. No related capas. Per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.1 cause - breakage of pole clamp that holds all components of eds 3 effect (harm) - delay in patient treatment residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c - the portion of the evd system that attaches to the IV pole broke in half and was being taped to the IV pole. It was replaced by an intact IV pole clamp. No injuries.